Event description:
A discordant, (B)(6) surface antigen (B)(6) result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The patient sample was repeated two times on the same instrument, both resulting (B)(6). The repeated results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample probe air pressure assembly and luminometer. The cse successfully ran quality controls. The cause of the discordant (B)(6) result is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.